Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule remained on the delivery system when removed from the patient. There was no harm to the patient. A repeat bravo procedure was performed. Intervention was not required. There was nothing unusual about the patient or the procedure that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for 4-5 years and is cps trained. A medela pump was used as was lubrication to facilitate capsule placement. UDI# information is not available. No other known adverse events were reported.